Event description:
As reported via the (B)(6) registry, a patient experienced an ischemic stroke during the index procedure. Pre-procedure nih scale was 0, pre-procedure stroke scale was 0 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 80% stenosis to the right ostial internal carotid artery. The lesion was described as 20mm in length and arch type ii. The reference vessel was 4.5 in diameter. A 5mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated with a cordis balloon. A 8.0 x 40mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully and debris was noted in the filter basket. There were no air bubbles present during the procedure. During post dilation with a cordis balloon, the patient experienced a neurological event with left hemiparesis. The patient left the angiography suite with neurological deficits. The event was reported as sudden and classified as a stroke. The symptoms resolved within 24 hours with partial recovery and minor residual. The patient was not medically treated, however, did undergo rehabilitation. Mra head without contrast on (B)(6) 2013 indicated minor atherosclerotic changes in carotid siphons. Finding suggests a 2.5 mm aneurysm involving the supraclinoid left internal carotid artery. The patient also had a brain MRI without contrast on (B)(6) 2013 with findings of multiple acute infarctions in territory of right middle cerebral artery and background of diffuse parenchymal volume loss, chronic small vessel ischemic disease. A head CT scan revealed chronic appearing ischemic disease. The patient was discharged three days later from the index procedure date. At discharge, the nih scale was 1 and the stoke scale was 4. Concomitant medications included heparin during the procedure. Clopidogrel and aspirin at pre & post procedure and at discharge.

Manufacturer narrative:
Per the investigator, the event was not related to the index procedure or the cordis device. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report #1016427-2013-00042 and 9616099-2013-00212.

Manufacturer narrative:
Additional information received on (B)(6) 2013: the vessel was described as being moderately tortuous and the exam date of the nih stroke scale and the stroke scale was (B)(6) 2013. Complaint conclusion: as reported via the (B)(4) registry, a patient experienced an ischemic stroke during the index procedure. Pre-procedure nih scale was 0, pre-procedure stroke scale was 0 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 80% stenosis to the right ostial internal carotid artery. The lesion was described as 20mm in length and arch type ii. The reference vessel was 4.5 in diameter. A 5mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated with a cordis balloon. A 8.0 x 40mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully and debris was noted in the filter basket. There were no air bubbles present during the procedure. During post dilation with a cordis balloon, the patient experienced a neurological event with left hemiparesis. The patient left the angiography suite with neurological deficits. The event was reported as sudden and classified as a stroke. The symptoms resolved within 24 hours with partial recovery and minor residual. The patient was not medically treated, however, did undergo rehabilitation. Mra head without contrast on (B)(6) 2013 indicated minor atherosclerotic changes in carotid siphons. Finding suggests a 2.5 mm aneurysm involving the supraclinioid left internal carotid artery. The patient also had a brain MRI without contrast on (B)(6) 2013 with findings of multiple acute infarctions in territory of right middle cerebral artery and background of diffuse parenchymal volume loss, chronic small vessel ischemic disease. A head CT scan revealed chronic appearing ischemic disease. The patient was discharged three days later from the index procedure date. At discharge, the nih scale was 1 and the stoke scale was 4. Concomitant medications included heparin during the procedure. Clopidogrel and aspirin at pre and post procedure and at discharge. Per the investigator, the event was not related to the index procedure or the cordis device. The patient has a medical history of hyperlipidemia and CABG. High risk criteria: age (B)(6). (B)(4) - the device was not returned for analysis. A review of the manufacturing documentation associated with this lot number presented no issues during the manufacturing process that can be related to the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. (B)(4) of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.